Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5554 lead, implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedances, intermittent capture, and an apparent fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.